Event description:
It was reported that during a hysterectomy, three devices failed. For the first device, the top jaw broke and was not able to grasp tissue anymore. For the second device, the handle would not open and had to be forced open by the surgeon. Finally, for the third device, the generator said replace instrument after 1 use. The surgeon switched to a harmonic device to complete the procedure. The procedure was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Ptc the device was received with the upper jaw and ptc damaged. Testing found a short on the device when the jaws are fully closed. Because of the jaw damage, this resulted in arching that damaged the ptc. A yellow message screen "reposition jaws and reactive" was displayed by the generator. This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.